Manufacturer narrative:
Cmp-(B)(4). Concomitant products: regen/rnglc+ multi 52mm sz 23 / pn pt-106052/ ln 602240. Freedom constr hd 36mm t1 +6mm / pn 11-107020/ ln 487080. Freedom constr. Liner +5 sz 23 / pn 11-107022/ ln 101610. Customer has indicated that the product will not be returned as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted if necessary. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02090, 0001825034-2017-02088, 0001825034-2017-02089.

Event description:
It was reported that patient is experiencing pain post hip revision procedure. Patient is having limited mobility, difficulty driving car, trouble using the stairs and lifting leg.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.